Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. All functional testing could not be performed which includes the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests due to blank display. The device was received with a moisture damaged motor, vibrator, keypad and battery tube assembly. The following physical damage was also noted: cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was non-functional; the customer's screen stopped working, the device began to beep, and the screen became blank. The patient's blood glucose at the time of incident was 130 mg/dl. The customer stated that there was a fog or condensation at the bottom of the screen. The customer confirmed that he sometimes wears the insulin pump in the shower. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.